Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, d11, g3, g4, g7, h1, h2 and h6. Continuation of section b5: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter perforated the wall of the inferior vena cava and a filter removal was unsuccessful due to the filter being attached firmly to the ivc wall. The patient has also experienced mental anguish and anxiety due to the filter struts contact with the aortic wall. According to the medical records, the indication for the filter placement was significant large clot in the left common iliac, common femoral and superficial femoral veins in addition to a pulmonary embolism. The intent was to place the filter and an infusion catheter to deliver tissue plasminogen activator (tpa). The filter was placed via the right femoral vein and deployed below the level of the renal veins. Subsequently the contralateral iliac vein was cannulated. The entire iliac vein was noted to be entirely clotted off. During advancement of the infusion catheter, it caught on the filter, the filter was retrieved, and a second filter implanted below the level of the renal veins. The tpa infusion was started and the patient was sent back to the intensive care unit. Approximately 12 weeks later an unsuccessful percutaneous retrieval attempt was performed. A snare was introduced over a filter removal kit, attached to the filter and pulled back into the catheter. While in the mid position the patient experienced some pain. After gentle retraction it was noted that the filter was firmly attached to the ivc. It was decided to remove the snare and reposition the filter back into the ivc. The patient reportedly tolerated the procedure well with no immediate complications. A computed tomography scan performed approximately four years after the index procedure indicated that the proximal and distal portions of the filter are within the lumen of the ivc, but the midportion struts extend 2-3 mm beyond the wall of the ivc. Some of them are in contact with the duodenal wall and the right lateral aortic wall. There was no retroperitoneal hematoma, fluid or gas. There was no evidence of ivc stenosis. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
The filter was deployed via the patient's right femoral vein.  It was placed below the renal veins.  The whole iliac vein was "clotted off."  A guide wire and catheter were introduced.  The catheter got caught on the filter and the filter was pulled back. The filter was then retrieved using a 10-french sheath.  After retrieval of the filter. The infusion catheter was placed in the left superficial femoral artery.  Subsequently, the right femoral vein was cannulated again and a second inferior vena cava (ivc) filter was introduced and placed below the renal veins.  The patient was started on tissue plasminogen activator and the sheaths were anchored to the skin with silk sutures.  The patient was returned to intensive care unit in stable condition. The notes state that both the placement of the infusion catheter and the placement of the filter were successful. Twelve weeks after the index procedure, there was an unsuccessful removal attempt. The right common femoral vein was accessed. Through this entry, one snare was introduced. The snare attached to the filter and was pulled. It was noted that the ivc filter was firmly attached to the ivc wall. In view of this, the filter was disengaged from the snare and the filter was re-positioned back into the ivc. The patient tolerated the procedure well. The results of computed tomography (CT) scans done approximately four years after the index procedure indicate that the proximal and distal portions of the filter are within the lumen of the ivc, but the midportion struts extend 2-3 mm beyond the wall of the ivc. Some of them are in contact with the duodenal wall and the right lateral aortic wall. There was no retroperitoneal hematoma, fluid or gas. There was no evidence of ivc stenosis.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of the filter strut(s) outside the inferior vena cava (ivc), embedding of the filter into the wall of the inferior vena cava (ivc), the device was unable to be retrieved and the struts are in contact with the aortic wall and duodenal wall.  The patient became aware of the reported events approximately twelve weeks after the index procedure.   There was an unsuccessful attempt to remove the device.  The filter was unable to be removed because the filter was firmly attached to the ivc wall.    The form states that the filter struts extend 2-3 mm beyond the ivc wall and the struts were in contact with the duodenal wall and the right lateral aortic wall.  The patient has also experienced mental anguish and anxiety due to the filter struts contact with the aortic wall.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter perforating the inferior vena cava (ivc) wall and a filter removal being unsuccessful due to the filter being attached firmly to the ivc wall. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter perforating the inferior vena cava (ivc) wall and a filter removal being unsuccessful due to the filter being attached firmly to the ivc wall. As a direct and proximate result of these malfunctions the patient, suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.